Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
At this time the product has not been returned. If this product is returned and analysis is performed, this report will be updated.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to exhibiting oversensing and a high out of range pace impedance measurement. This lead was also noted to have exhibited loss capture, however no asystole was reported. This lead was then explanted and replaced. No adverse patient effects were reported.